Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and opening linear on posterior leak test and microscopic analysis was performed which identified: striated opening on posterior and striated punctured on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured on anterior due to surgical damage like consist in the use of some surgical tool. A striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation is a deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted. Manufacturer of the device is unknown.